Manufacturer narrative:
Updated fields: b4, g3, g6, h2, h6 (type of investigation),h10.

Event description:
T was reported that during an in-service performed by the customer training the cs300 intra-aortic balloon pump (iabp) was not registering pressure on lcd. There was no patient involvement, and no adverse event reported.

Manufacturer narrative:
A getinge field service engineer (fse) evaluated the iabp and was unable to reproduce the reported issue. The fse performed all functional and safety checks to meet factory specifications with a simulator and balloon catheter and no problem was found. Unit passed all functional and safety test per factory specifications. The iabp was then released to the customer and cleared for clinical service. (B)(6).

Event description:
It was reported that during an in-service training performed by the customer, the cs300 intra-aortic balloon pump (iabp) was not registering pressure on lcd. There was no patient involvement, and no adverse event reported.